Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a shocking sensation in the anterior torso area. There was no incident or accident related to this event. Impedance measurements were normal. It was noted that the pt never had good therapy since implant but got more partial benefit for her back and both legs. For the (B)(6) the pt was getting stimulation only to stomach and rib areas. The x-rays taken showed good lead position but a fracture was suspected. The pt was going to go through some other interventions (not specified) and was going to consider a revision in the (B)(6). If additional info is received, a f/u report will be sent.